Event description:
A discordant, falsely elevated high sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The discordant result was reported to the physician(s) and was questioned. The sample was repeated on the same instrument multiple times and comparable results as the original result were obtained. The sample was repeated on a non-siemens instrument and resulted lower. The lower repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tnih results.

Manufacturer narrative:
An outside of the united states customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. A sample specific issue such as the presence of heterophilic antibodies cannot be ruled out as a potential cause of the event. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. Results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. The cause of the event is unknown. The analyzer if performing according to specifications. No further evaluation of this device is required.